Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was later reported the device was explanted and replaced the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after hearing tones being emitted from the device. Interrogation revealed that the ICD had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. No adverse patient effects were reported. A replacement procedure will be scheduled at a later date.